Event description:
Medtronic received information that this bioconsole powered down during a case. It was reported the case was going fine prior to the incident. Just before the power-down, there was an ac failure alarm. The customer checked the cords to see if any may have come loose. Connections appeared fine. The alarm was then silenced. That is when battery mode was noted and the unit was powered down. The screen went black, and hand-cranking was initiated while others in the room checked the cables again (wiggled them). The unit would then not power back on. The cable was switched and the unit powered back on. Hand-crank lasted approx 4 minutes. The patient was cold and fully arrested when the incident occurred and good pressures were maintained throughout the case. The case was completed with no reported patient consequences. The cable was removed from the console and tried in another room with another console, and the second console was also problematic at start-up.

Manufacturer narrative:
(B)(4). Analysis: the unit was service in the field. The unit was cycled between ac and battery mode a few times by unplugging the ac cord both from the back of the base unit and from the wall to duplicate the scenario as described in the event. In both cases, the unit did not automatically shut down when switched to battery mode. The unit was then fully charged and let to run in battery mode until the low battery alarms kicked in to see if the unit automatically shut down at some point during its operation. The unit did not shut down automatically and continued to run in battery mode until the low battery alarm kicked in. Accelerated testing was designed where the unit was cycled between 5 minutes on ac and 5 minutes in battery mode for a total of 106 cycles to see if the automatic shutdown event could be duplicated. Error log was evaluated to see if the unit shut down automatically during this testing. The unit did not shut down automatically in battery mode during this testing. The device performed per specifications. The clinical observation could not be duplicated. An event log was downloaded from the unit and analyzed. According to the error log, a "battery_capacity_change_event" occurred and the unit was powered off, 4 hours into the procedure. The unit switched to battery mode. Shortly after that, it shut-off (within 17 seconds). It could not be determined why the unit went from ac to battery mode by review of the error log. The error log confirmed that this event occurred; however, a root cause could not be identified. Conclusion: the cause for this event could not be determined. The unit performed to specifications during exhaustive analysis. The unit cable will be tested should it be returned for analysis. Upon further info, a supplemental report will be filed.